Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a two level lumbar fusion procedure. It was reported that intra-operatively, the passive planar ball tip probe was discovered to be bent. It was unknown if it was able to be verified. The procedure was completed using the navigation system and there was no reported impact to patient outcome. There was no reported delay due to this issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the site reported that the probe was bent at the end of the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the bent probe was used during the procedure. The bent probe was not reported until the end of the case so it was not known if the probe was bent before the procedure or if it happened during the procedure.

Manufacturer narrative:
The probe was returned to the manufacturer for analysis. Analysis found that as reported, the tip of the returned probe is visibly bent. However, with markers attached and fully seated, the probe returns good geometry and divot error readings and is otherwise functional. Analysis found that the reported event was related to physical damage. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.